Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included syringomyelia, caesarean section, cholecystectomy, laparotomy, tubal ligation, headache, uterine leiomyoma, low back pain, muscle spasms, vomiting, caesarean section (4), depression and anxiety. Concurrent conditions included irritable bowel syndrome and asthma. Concomitant products included alprazolam (B)(6) 2013 to (B)(6) 2014 for asthma, depression and anguish, diazepam (diazepam) and escitalopram for depression and anguish, clonazepam for irritable bowel syndrome, depression and anguish, baclofen since (B)(6) 2012, cyclobenzaprine since (B)(6) 2012 and gabapentin since (B)(6) 2012 for syringomyelia as well as duloxetine, nsaids, paracetamol (acetaminophen), salbutamol and topiramate. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("depression"), fatigue ("fatigue"), migraine ("migraines/ headaches"), urinary tract infection ("uti") and post procedural complication ("post procedural complication"). The patient was treated with surgery (hyst. (Full) and underwent d & c). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, bladder disorder, urinary tract disorder, vaginal haemorrhage and migraine had resolved and the anxiety, depression, nausea, dysmenorrhoea, dyspareunia, fatigue, urinary tract infection and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, post procedural complication, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient received treatment for menorrhagia (heavy menstrual bleeding),gen. Abnorm. Bleed. Have you had your essure (or any part of the device) removed. No (discrepancy noted in pfs) plaintiff did not undergo essure confirmation test (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: ppf received event " uti and post procedural complication" were added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included syringomyelia, caesarean section, cholecystectomy, laparotomy, tubal ligation, headache, uterine leiomyoma, low back pain, muscle spasms, vomiting, caesarean section (4), depression and anxiety. Concurrent conditions included irritable bowel syndrome and asthma. Concomitant products included alprazolam (B)(6) 2013 to (B)(6) 2014 for asthma, depression and anguish, diazepam (dizepam) and escitalopram for depression and anguish, clonazepam for irritable bowel syndrome, depression and anguish, baclofen since (B)(6) 2012, cyclobenzaprine since (B)(6) 2012 and gabapentin since (B)(6) 2012 for syringomyelia as well as duloxetine, nsaids, paracetamol (acetaminophene), salbutamol and topiramate. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("depression"), fatigue ("fatigue"), migraine ("migraines/ headaches"), urinary tract infection ("uti") and post procedural complication ("post procedural complication"). The patient was treated with surgery (hyst. (Full) and underwent d & c). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, bladder disorder, urinary tract disorder, vaginal haemorrhage, dysmenorrhoea, migraine and urinary tract infection had resolved and the anxiety, depression, nausea, dyspareunia, fatigue and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, post procedural complication, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient received treatment for menorrhagia (heavy menstrual bleeding),gen. Abnorm. Bleed. Have you had your essure (or any part of the device) removed. No (discrepancy noted in pfs) plaintiff did not undergo essure confirmation test (discrepancy noted) treatment received for bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Outcome of event :-uti was updated as recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems"). The patient was treated with surgery (hyst. (Full)). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, bladder disorder and urinary tract disorder had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, bladder disorder, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and urinary tract disorder to be related to essure (ess205). The reporter commented: patient received treatment for menorrhagia (heavy menstrual bleeding),gen. Abnorm. Bleed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received. Device category changed from device other event to incident. Events added from pfs- abdominal pain, menorrhagia (heavy menstrual bleeding),gen. Abnorm. Bleed, psych injury, bladder/urinary problems. Event pelvic pain make incident. Outcome of event pelvic pain were updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included syringomyelia, caesarean section, cholecystectomy, laparotomy, tubal ligation, headache, uterine leiomyoma, low back pain, muscle spasms, vomiting and caesarean section (4). Concurrent conditions included irritable bowel syndrome and asthma. Concomitant products included alprazolam (B)(6) 2013 to (B)(6) 2014, baclofen, clonazepam, cyclobenzaprine, diazepam (dizepam), duloxetine, escitalopram, gabapentin, nsaids, paracetamol (acetaminophene), salbutamol and topiramate. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In february 2009, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("depression"), fatigue ("fatigue") and migraine ("migraines/ headaches"). The patient was treated with surgery (hyst. (Full) and underwent d & c). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, bladder disorder and urinary tract disorder had resolved and the vaginal haemorrhage, anxiety, depression, nausea, dysmenorrhoea, dyspareunia, fatigue and migraine outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient received treatment for menorrhagia (heavy menstrual bleeding),gen. Abnorm. Bleed. Have you had your essure (or any part of the device) removed. No (discrepancy noted in pfs) plaintiff did not undergo essure confirmation test (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: the essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record menorrhagia, nausea, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2019: pfs and medical records received: reporter information, medical history, new events- "abnormal bleeding (vaginal), psychological or psychiatric problems condition:anxiety, depression, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, nausea, migraines/headaches" were added. On (B)(6) 2019: fu 3 and fu 4 processed together: no new information added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included syringomyelia, caesarean section, cholecystectomy, laparotomy, tubal ligation, headache, uterine leiomyoma, low back pain, muscle spasms, vomiting and caesarean section (4). Concurrent conditions included irritable bowel syndrome and asthma. Concomitant products included alprazolam (B)(6) 2013 to (B)(6) 2014 for asthma, depression and anguish, diazepam (dizepam) and escitalopram for depression and anguish, clonazepam for irritable bowel syndrome, depression and anguish, baclofen since (B)(6) 2012, cyclobenzaprine since (B)(6) 2012 and gabapentin since (B)(6) 2012 for syringomyelia as well as duloxetine, nsaids, paracetamol ("acetaminophen"), salbutamol and topiramate. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("depression"), fatigue ("fatigue") and migraine ("migraines/ headaches"). The patient was treated with surgery (hyst. (Full) and underwent d & c). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, bladder disorder, urinary tract disorder, vaginal haemorrhage and migraine had resolved and the anxiety, depression, nausea, dysmenorrhoea, dyspareunia and fatigue outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient received treatment for menorrhagia (heavy menstrual bleeding),gen. Abnorm. Bleed. Have you had your essure (or any part of the device) removed. No (discrepancy noted in pfs). Plaintiff did not undergo essure confirmation test (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jan-2020: plaintiff fact sheet was received. Outcome of the event "abnormal bleeding (vaginal), migraines" was updated to resolved from unknown. Concomitant drug date were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.